Event description:
Hosp cath lab staff report that during an attempt to treat a pt, defibrillation electrodes had been attached to the pt. A shock was delivered to the pt, the screen then switched to ECG leads without request. When the device operator attempted to place the device back to paddles lead, paddles could not be selected. The device operator switched to hard paddles, and a second shock was delivered. The device operator attempted to charge the device again, the device would not charge from the paddle set. The device operator reported that paddles lead was again lost, staff switched to the therapy cable again, new defibrillation electrodes were attached to the pt, and a third shock was delivered. The reporter stated there were no adverse affects to the pt as a result of device operation.